Manufacturer narrative:
Additional clarification being requested as contradiction in the complaint file as the ¿product return status¿ reflects as ¿availability unknown¿; however, the ¿quantity to be return¿ is reflecting as ¿1¿. However, no further information has been made available. If additional information is received, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter and the physician considered that the char was excessive, the amount of char observed caused a potential risk to this patient and estimated the risk to be increased. After ablation, the physician noticed some charring above the electrode. Between tip electrode and electrode 2 at the plastic ring separating the electrodes. The system did not present any error messages nor did the physician / user see any product problem. No issues related to the temperature and flow on the catheter. The generator parameters were set to qmode+, 90w, temperature target: 55°c and temperature cut off: 65°c. The patient was anticoagulated. Act >300. Maintained throughout the case. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during the ablation. The duration of ablation was qmode+ - 4s. The physician aims for 5-15 grams. The irrigation rate was not used outside of those prescribed. The pre-ablation high setting was 2s. Heparinized normal saline was used. The patient did not exhibit any neurological symptoms since the procedure was completed. The patient had no complications. No patient consequence. The physician considered that the char was excessive. The physician considered the amount of char observed caused a potential risk to this patient. The doctor estimates the risk to be increased.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter and the physician considered that the char was excessive, the amount of char observed caused a potential risk to this patient and estimated the risk to be increased. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 04-jul-2025. A visual inspection, temperature, impedance, and irrigation test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test was performed, and no issues were observed. An irrigation test was performed, and the device was flushing correctly. No issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The manufacturer's reference number: (B)(4).